Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, while sewing the cuff, the needle broke. They removed the broken needle from the patient using grasper and opened and new reload to complete the case. There was no patient injury.